Event description:
When removing screw from patient using the depuy system, the screwdriver head broke off into the head of the screw. The universal hardware screw removal system was used after several attempts were made to remove the screw. The situation prolonged the surgery for approximately 45 minutes.